Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during manual prime. The customer's blood glucose was 239 mg/dl at the time of incident. Troubleshooting was performed. Customer also wants to change reservoir. The reservoir will not be returned for analysis.